Event description:
During the device evaluation, there were foreign objects observed around the colonovideoscope's objective lens adhesive, light guide lens adhesive, and the nozzle. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials, and the root cause of why they remained in the device could not be definitively determined. The event can be detected/prevented by following the instructions for use: chapter:"reprocesseing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.